Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and lead system had increased thresholds and several skipped beats were noted on the patient's holter monitor. An increase in the shocking lead impedance was also noted. It was further reported that the patient is paced 100% of the time.